Manufacturer narrative:
The investigation is ongoing. A follow up medwatch will be submitted when additional information becomes available.

Event description:
It was reported that during inspection of the device error message "stop--" occurred. Complaint #(B)(4).

Manufacturer narrative:
It was reported that during inspection of the device error message "err-stop" occurred. A getinge field service technician (fst) has been sent for investigation on (B)(6) 2021 and following works has been done: the motor temperature sensor has been replaced by the field service technician and the device was put back in use. A defective temperature sensor has already been investigated in a similar complaint# (B)(4) dated on (B)(6) 2017. This kind of defect is indicating too high external forces on the plug and/or the connector. This connector is disconnected each time during service inspection when the belts are changed. The product in question was produced in 2005. Therefore several service inspections were conducted till now. During these inspections the plug on the control board had to be unplugged and plugged in for several times, leading to the mentioned too high external forces. Thus the most probable root cause for the reported failure is a damage to the cable or the plug on the temperature sensor. This was probably caused by mechanical stress during service inspections. This can cause a loose contact and if the control system does not get a motor temperature anymore, the pump will be stopped. Based on these investigation results the reported failure could be confirmed. The product in question was produced in (B)(6) 2005. The review of the non-conformities during the period of (B)(6) 2005. To (B)(6) 2021 does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences can be excluded. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint # (B)(4).